Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother stated that the patient was showing signs of a low and was not receiving alerts from the dexcom system. The patient¿s mother checked the patient¿s bg levels and it was lower than what was showing on the cgm. The patient¿s mother provided the patient with orange juice. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.